Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon service investigation the monitor was resetting. The root cause of the resets is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.